Event description:
It was reported that a patient had an issue with telemetry/interrogation of her implantable neurostimulator (ins). It was stated that the patient¿s device was interrogated with the 8840 clinician programmer and impedance testing was performed. It was stated that the patient had seen the ¿doctor icon¿ on her patient programmer for approximately 3-4 days. It was reported that contacts 7 and 12 were >3600 ohms but were not being used. It was stated that the patient was able to use her programmer now and was receiving adequate coverage. It was stated that the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, lot# serial# (B)(4) implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 37752 serial# (B)(4), product type: recharger. (B)(4).